Event description:
During a procedure, the on-and-off valve did not work. The device irrigated constantly. Several measures were taken to correct the problem but were not successful. The device was able to be used without injury to the pt.